Manufacturer narrative:
The facility did provide photos/samples to aid in our quality engineer¿s investigation. With the sample, provided, bd was able to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformance's was noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator.

Event description:
It was reported the cap of the handle came off and the glass fell to the floor.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815. Batch no.: 0327868. It was reported the cap of the handle came off and the glass fell to the floor. Per email: please review and provide a response to the product quality issue reported. Please contact the facility directly for details, sample collection and resolution. When the investigation has completed, please provide the facility contact with a copy of the closure letter. This was reported to (B)(4) as reporting purposes only, as such no follow up will be completed by member support. We will be closing this case on our end. [Omitted]: product catalog number: 930815. Product description: applicator 2% chg 70% isoprpnl 1 step apl 26ml orng hi-lt origin of the issue: product failure//design. Detail: the cap of the handle came off and allowed the glass pieces to fall to the floor. The is a glass vial on the inside of the handle that gets broken to allow the liquid to be absorbed by the sponge in order to prep the patient. The cap on the handle usually stays on. The patient was not harmed. Pulled all of that lot number out of the dept. If you want the actual one that broke I have also and I have the rest too.... Not reported to vendor representative. Number of occurrences: 1.0. Sample available: true. Lot number: 0327868.